Event description:
The physician intended to implant a 2.25 x 18 mm resolute integrity stent. Difficulties were encountered inflating the balloon of the device as it was reported that the balloon was torn at the proximal end. The physician then took a 2.25 x 12 mm resolute integrity stent. It was not possible to inflate the balloon of the device as this balloon was also was torn at the proximal end. A non-medtronic balloon was used to crush the stent on one side of the vessel. Negative preparation was not performed on the devices prior to use. No further clinical sequelae were reported. Evaluation summary: the delivery system was returned to the manufacturing facility for evaluation. Crimp impressions were evident along the balloon. On pressurization of the device a leak was detected over the proximal inner shaft marker. Visual inspection confirmed the presence of a short longitudinal tear over the proximal inner shaft marker and a lead in scratch distal to the tear on the proximal pillow.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (balloon rupture). Patient's condition affected effectiveness of device (root cause of reported event was most likely due to patient lesion morphology). Evaluation conclusions: known inherent risk of procedure (balloon rupture). Device failure/lack of effectiveness related to patient condition (root cause of reported event was most likely due to patient lesion morphology).